Event description:
Related manufacturer reference number: 2017865-2021-32159. It was reported that the patient was experiencing ventricular tachycardia (vt). The implantable cardioverter defibrillator and right ventricular lead were undersensing during the vt episode. No therapy was required during the vt episode. The patient was unaware and would present in clinic for programming changes.